Event description:
It was reported that the device could not be interrogated. The device was noted to be at at eri and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, the device was found to be below the expected limits. No high current drain sources were found during testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.